Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was received with the stent partially deployed from the delivery system. The investigator successfully deployed the stent without resistance or issues experienced. The distal stent wires were noted to be damaged. A visual inspection of the stent impression and stent cups identified no issues. The imprinted stent impression was clear on the stent holder. The damage to the stent wires may have occurred as the user was deploying the stent outside of the patient. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no issues along the length of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12dec2019. It was reported that deployment issue occurred. A 10.0-31 carotid wallstent was selected for use. However, resistance was encountered when the stent was expanded outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.